Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed in the next follow up. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b2 outcomes attrib to adv event, not applicable. Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain in a circuit. This resulted in the observed premature battery depletion.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed in the next follow up. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b2 outcomes attrib to adv event, not applicable.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed in the next follow up. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: b2 outcomes attrib to adv event, not applicable.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed in the next follow up. This pacemaker remains in service. No adverse patient effects were reported.